Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device availability: d10: the device availability date was incorrect in the initial report. The date has been updated from 12/12/2019 to 12/13/2019. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during repair, it was determined that the device made an unexpected noise. The assignable root cause was determined to be traced to component failure, which is normal wear (faulty parts). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: battery devices and casing devices, (B)(6) 2019. The reporter¿s complete facility address was not provided. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(4) that during an unspecified surgical procedure, it was discovered that the small battery drive device suddenly stopped working and after that an abnormal noise emitted and it did not work properly. It was further reported that the movements of the device were bad. It was reported that the device was being used with two battery devices and two casing devices. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.